Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, it is alleged that patient was revised on (B)(6) 2006, for an unknown reason. Additional information received from patient¿s legal counsel reports patient underwent a left hip revision on september 17, 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, dysfunction, loss of range of motion and lack of mobility. Legal document further alleges the presence of metallosis wear debris and an inflammatory pseudotumor during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s medical record indicates the patient underwent initial left total hip arthroplasty on an unreported date in or around 2000. Revision operative (op) notes dated (B)(6) 2004 report patient was revised due to recurrent dislocations. Op report notes debris in the joint, joint fluid, cup instability with an intact liner, pelvic deficiency, and cystic deformation on the left hemipelvis. The cup and modular head were removed and replaced. Additional information received in patient¿s op notes dated (B)(6) 2006 reports the patient underwent a second left hip revision due to pain and a loose cup. Revision op report notes no bony ingrowth was observed. The cup and modular head were removed and replaced. Additional information received in patient¿s op notes dated (B)(6) 2010 reports the patient underwent a third left hip revision due to pain. Revision op report notes metallosis wear debris, inflammatory type of pseudotumor reaction, loose cup, and medial acetabular bone defect. The modular head was removed and replaced. The cup was removed and replaced with a competitor product.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, it is alleged that patient was revised on (B)(6) 2006, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2012-01613 & 2014-02454/-02455/-02457).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, it is alleged that patient was revised on (B)(6) 2006, for an unknown reason. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, dysfunction, loss of range of motion and lack of mobility. Legal document further alleges the presence of metallosis wear debris and an inflammatory pseudotumor during the revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 6 mdrs filed for the same event (reference (reference 1825034-2012-01613, 1825034-2014-02454/ -02455, -02457, -06679, & -06698).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.